Manufacturer narrative:
The electronic event file from this event ((B)(6) 2016 @ 4:33:53 am) was reviewed. The electronic event file indicates that four shocks were delivered successfully to the patient at 00:03:13 et, 00:03:21 et, 00:18:55 et, and 00:25:48 et. The device was evaluated by a philips bench technician with no trouble found. The device passed all performance assurance testing and was returned to the customer. There is no indication of a device malfunction. The presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance.

Event description:
It was reported to philips that the users delivered four shocks to a patient however did not observe a muscular response. The involved patient expired. There was no allegation that device behavior impacted patient outcome.